Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, oversensing episodes were observed. The cause of oversensing episodes was unknown. Lead was capped and replaced on (B)(6) 2016. Patient's condition was stable before and after the procedure.